Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and a gore® excluder® conformable aaa endoprosthesis. When a 12fr gore® dryseal flex introducer sheath was advanced from the right side, resistance was encountered. When the 12fr sheath was removed to determine the cause of the resistance, it was observed that the tip of the sheath was turned up. There was no injury to the patient associated with this issue. Use of this sheath was discontinued, and a new 12fr gore® dryseal flex introducer sheath was used as a replacement. (This sheath event was captured in medwatch report number 3007284313-2026-04856.) The trunk-ipsilateral leg endoprosthesis was implanted. Then, a contralateral leg endoprosthesis was implanted in the right common iliac artery with pushing upward and a contralateral leg endoprosthesis was implanted in the left common iliac artery to extend the ipsilateral leg. Delayed flow in the right internal iliac artery was also observed. The physician did not consider this to be problematic because the contralateral leg endoprosthesis did not completely cover the right internal iliac artery. The patient tolerated the procedure.